Event description:
(B)(4).

Manufacturer narrative:
The final tip of the impactor broke and remained stuck in the cup. From the document review of the lot involved (096138 - 17 handles mfg) no particular anomalies were found related to the problem occurred. The surgery successfully finished without any problem: the surgeon took a few minutes only to change the cup.